Event description:
The customer stated that he was hospitalized due to hyperglycemia. The reported blood glucose reading at the time of the phone call was 400 mg/dl. Troubleshooting was performed, and the insulin pump passed the lead screw test. No basal rates were programmed into the insulin pump because the customer stopped using the insulin pump for a week. The customer stated that he did not change his infusion set when his blood glucose levels began to rise, which led to the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.